Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: bp4a.251205.006.s918usqs7fze3hardware: sm-s918ucgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room on 11-jun-2026 due to hyperglycemia. The patient's blood glucose level reached 525 mg/dl while wearing the pod on the abdomen between 24 and 36 hours. Upon pod removal, the cannula was observed to be bent, and insulin was reported to have pooled beneath the pod and between the skin rather than being delivered into the body. Reported symptoms included lightheadedness, nausea, and inability to tolerate oral intake. No medical treatment was reported.